Event description:
This male pt with a history of hypertension, hyperlipidemia, smoking, previous mi, cerebrovascular disease, was admitted for acute st elevation, q-wave mi less than 4 hours from onset of symptoms. The pt experienced cardiac arrest prior to admission. Thrombolytics were not administered. The pt was currently taking aspirin and ace inhibitors. Upon admission to the cath lab the pt was stable with heart rate 80 bpm, normal sinus rhythm, bp 120/80 mmhg, normal cardiac enzymes, and hgb 11.6 g/dl. Heparin and reopro were administered during the procedure. Ejection fraction was estimated to be approximately 30-50%. Angiography revealed a 100% (cto), 16mm, de novo, irregular, eccentric, type c lesion in the mid left anterior descending artery (lad). The vessel was described as 2.75mm in diameter and bifurcating with timi 0 flow beyond the lesion. There was pre-existing thrombus at the site. The thrombus was not aspirated prior to stent placement and no distal embolic protection device was placed. The bifurcation was double wired to protect the side branch. The target was predilated with a 2.0 x 12mm balloon inflated to 14 atms. A 2.75 x 18mm cypher select plus stent was deployed to 18 atms with good results. The bifurcation was post dilated via kissing balloon. There were no reported procedural complications. Post procedure (6-24 hour interval and 24 hours-discharge interval) the cardiac enzymes were all elevated > 5 times uln, as would be anticipated in light of the pt's acute presentation. The pt was discharged in stable condition after five days with orders for daily administration of aspirin, plavix, statins, ace inhibitors, and beta-blockers. At one month follow up the pt denied cardiac symptoms and was complaint with cardiac medications. Six months post index procedure the pt presented for a clinically driven re-pci. Details regarding the status of the previously placed cypher stent or any add'l intervention are not reported. The database specifies that the event required inpatient hospitalization; however, it did not require medical/surgical intervention to prevent a permanent impairment to body structure or a body function.

Manufacturer narrative:
This event is being reported as a possible in-stent restenosis. Add'l info has been requested and will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the us; however it is similar to us distributed cypher product (cxs).